Event description:
Following an atrioventricular nodal reentrant tachycardia procedure, a pericardial effusion was noted on an echocardiogram requiring a pericardiocentesis. There were no patient symptoms during the procedure. The patient was discharged the following morning. It is unknown when and where the pericardial effusion occurred. There were no alleged performance issues with any abbott devices.

Event description:
Following an atrioventricular nodal reentrant tachycardia procedure, a pericardial effusion occurred. The patient was discharged the following morning.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) is not available.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.